Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, during a pacing system upgrade procedure, the leadless implantable pulse generator (ipg) was stuck and could not be explanted. The leadless ipg was inactivated and remains in the patient. No patient complications have been reported as a result of this event.